Event description:
It was reported that a dissection occurred. The 90% stenosed, severely tortuous and moderately calcified target lesion, located in the left anterior descending artery, was pre-dilated with a 2.50 x 12 semi-compliant balloon. A 2.50 x 38 promus elite was fully deployed at 11 atm with no issues. After post-dilation of the stent with a 2.75 x 12 non-compliant balloon, a proximal edge dissection was noticed at the proximal part of the stent. To cover the edge dissection, a 2.50 x 16 promus elite was deployed proximally, overlapping it. The procedure was successfully completed and the patient fully recovered.